Event description:
The customer reported the device had a bad backup battery. The manufacturer's field service engineer (fse) evaluated the device and the backup battery failed testing. The fse replaced the backup battery. The device passed all manufacturer's required testing. No patient involvement.